Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed power error detected. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the local representative informed to the customer that there was some problem with the pump. The customer also reported that the pump has not been exposed to temperatures below 41°f (5°c). The customer is not using a 620 or 640g pump with software version 2.6. The customer has not previously called to report power error detected. It was not clear from the troubleshooting whether the alarm was resolved. The customer will monitor and call back if issues persist. The insulin pump will not be returned for analysis.